Event description:
Initial reporter indicated that their dell x5 handheld computer containing 7.1 programming software froze after interrogation. The 7.1 flashcard was reinserted into the handheld computer, and did not resolve the issue. Manufacturer is pending the product to be returned for analysis.